Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(6). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: blood was initiated on (B)(6) 2026 at roughly 1445. It was noted with reassessment at 1515 that the tubing was leaking near connection of blood tubing and patients IV. After further assessment, it was determined that the blood tubing was defective. It appeared the leaking was coming from the back end of the hub that connected to patients IV. Blood bank and hospitalist were contacted for guidance and further orders.